Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a high number of atrial high rate episodes on the electronic transmission that could not be properly seen. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.